Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device cuff leaked during use. There was no report of patient impact or consequence.

Event description:
Customer complaint alleges the device cuff leaked during use. There was no report of patient impact or consequence.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and a dark stain was observed on both inflation valves. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the pressure of the blue cuff remained at 25mbar, whereas the pressure of the clear cuff deflated rapidly. The area of leakage was observed under magnification and a large tear mark was found on the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during the intubation process, although this could not be confirmed.